Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported customer's insulin pump has moisture in it. There is also a crack on the device. The crack has been there for a few months. Customer is currently at band camp and sweat got into the device. Customer is returning home tonight and will call back later for troubleshooting and possibly replacing the device. Customer's blood glucose was unknown. Nothing further reported.